Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, on (B)(6) 2024 at 12:18 the cs300 intra-aortic balloon pump (iabp) alarms were occurring frequently. The device was changed to cardiosave, although there were no abnormalities with blood intake. There was no patient harm reported.

Manufacturer narrative:
It was reported that blood found inside the device due to balloon rupture. Getinge field service engineer checked the inside of the device, but could not confirm the insertion of blood or blood-like substances. After that, we performed a functional tests and inspection and confirmed that there were no problems. The results are good.